Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive when customer was at the doctor's office to change the settings. Customer's blood glucose was 177 mg/dl. The customer checked the buttons and it was working and self test passed. It was found in the alarm history that the insulin pump alarmed low reservoir and no delivery however customer declined to do troubleshooting. Troubleshooting was done for cosmetic damage. Customer reported that the insulin pump had a piece missing above the act button around the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners and minor scratches on lcd window. Insulin pump received with torn keypad overlay.